Event description:
Updated description summary: please see case: (B)(4) for dec 28, 2022 event and case: (B)(4) for dec 30 2022 event. The customer reported via phone call that they had experienced hypoglycemia and seizures for the past few days. Blood glucose reading at the time of event was 35 mg/dl to 40 mg/dl. Emergency medical services was not dispatched nor was the customer in the emergency room or hospitalized. Low blood glucose was treated with glucagon in the mornings by family. Customer stated that the pump was working fine and that they had just run out of sensors as the cause of the low bgs. First sensor lost was inserted on (B)(6) 2022 and received change sensor alert on (B)(6) 2022. New sensor was inserted on (B)(6) 2022 and lasted until on (B)(6) 2022. Another sensor was inserted on (B)(6) 2022 and had to be changed on (B)(6) 2022. New sensor was inserted on (B)(6) 2022 and lasted until on (B)(6) 2022. Recent sensor was inserted on (B)(6) 2022 and had to be removed on (B)(6) 2022. The customer was using the insulin pump. Customer had run out of sensors, therefore sensors were not in use at the time of incident. Blood glucose reading at the time of call was not proved. Troubleshooting was not performed. Auto mode was not used. Pump returned under case: (B)(4).

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections b5 & h6 (hecc, heic) with this report.

Event description:
Information received by medtronic indicated that the customer had hypoglycemia along with change sensor alert. The blood glucose value was within 35 to 40 mg/dl. The customer was treated with glucagon. It was unknown if the customer was using the insulin pump within 48 hours and if the auto-mode/smartguard feature was active at the time of low blood glucose event. No further patient complications were reported. Troubleshooting was performed,  the customer will discontinue use of the device. The device will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.